Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported elevated blood glucose (bg) after a supply change while using a teflon 6 mm 32 in infusion set. Review of alerts confirmed the ilet had run out of insulin during a lunch meal announcement, preventing full delivery. The highest blood glucose (bg) recorded was 302 mg/dl. The ilet began delivering corrective insulin once insulin was replaced. No symptoms during the event, outside assistance, or medical intervention were reported. Blood glucose (bg) was not corrected during the event.